Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-08341. It was reported that following a coronary artery stenting treatment procedure, the patient had cardiac arrest and expired. In (B)(4) 2013, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald class iib). Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for cardiac catheterization. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 60% stenosis and was 18mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm promus element plus stent with 0% residual stenosis. The 2nd target lesion was located in the distal left circumflex artery (dist lcx) with 80% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x12mm promus element plus stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. In oct 2013, the patient was found unresponsive at home in agonal breathing and pulseless. The patient was treated with epinephrine by emergency medical services (ems) and the patient¿s pulse was regained. The patient was intubated and brought to the emergency room. The patient was found to have had cardiac arrest which was most likely pulmonary in etiology due to the patient¿s severe bronchospastic chronic obstructive pulmonary disease. The patient was also noted to have sepsis and was started on treatment with medications. CT scan revealed anoxic brain injury with diffuse cerebral edema. The patient¿s family decided to choose for status 3 because of poor prognosis. The patient was extubated and was pronounced dead after extubation.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4)